Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Lot # and expiration date were not captured as they were missing from the label of the test strips. Device manufacture date could not be determined.

Event description:
The customer reported that the lot number and expiration date were missing from the label of two of their contour test strips vials. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer returned two bottles of contour test strips with lot # 6aj3b03. The lot # was verified by the information provided at the bottom of the bottle of returned test strips. The lot # and expiration date were missing from the label of both returned bottles. It was found that the test strip lot # and expiration date had been removed using a solvent. The work orders that contain all plausible contour test strips with lot # 6aj3b03 are 6aj3b03a, 6aj3b03b, 6aj3b03c, and 6aj3b03d. The manufacturing records for all four lots showed no anomalies. The labeling records for all four lots did not show missing lot # or expiration date. The cause of the missing labeling information on the bottle of the contour test strips was due to the bottles being tampered with after they left the manufacturer's control.